Manufacturer narrative:
The device was returned and investigated at nevro. Visual examination of the device found the lead was damaged at the distal end and one electrode was missing. The root cause of the damage is likely due to the surgical procedure when attempting to advance the lead after multiple attempts. The manufacturing records were reviewed and no non-conformities related to the nature of the complaint were found.

Event description:
It was reported to nevro that during the trial procedure when the physician was repositioning the insertion needle, an electrode detached from the lead. X-rays confirmed the electrode was not left behind in the epidural space. The procedure was aborted and there have been no reports of further complications regarding this event.